Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator began to erode through the posterior/lateral portion of the pocket. The patient presented on (B)(6) 2018 for procedure and the device was relocated more medially. The patient was stable post procedure.